Event description:
Received breast implants. Contracted pseudomonas infection in breast. Had right implant removed. Waited for period of time. Dr used same implant second time. Infection came back again, this time more serious. Removed again. Waited again. He was then going to use it a third time. After doing research found out its use is for one time only. FDA states that. However he states drs still use the implant again.